Event description:
The surgeon performed a right si joint fusion by placing three ifuse implants on (B)(6) 2010. A post-op CT scan showed that the proximal implant had breached the anterior aspect of the sacrum. It was felt that the l5 nerve root was distant to the tip of the malpositioned implant. The patient had no new complaints of numbness and pain in the right l5 nerve root distribution. An l5 nerve block was performed and provided temporary pain relief. On (B)(6) 2010, the surgeon performed a revision surgery and removed the proximal implant using an osteotome. The void left by the implant was filled with crushed cancellous allograft bone chips. Post operatively, the patient had complete resolution of the right lower extremity numbness and pain. The patient also had considerable pain improvement in the posterior pelvis and buttock.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under (B)(4).